Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 195 mg/dl. Customer also received e-3 error; test strip error. Customer does not feel well and feels high blood sugar but did not specify symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 194 mg/dl and 189 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 07/10/2015. Recall test results performed from meter memory (time not set): see scanned table. Adverse event not reported.